Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.

Event description:
The surgeon reported to the sales rep that: in (B)(6) 2006 a reduction and implant surgery was performed and after 7 months the implant broke.